Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 31st 2020,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings leading to early sensor removal.

Manufacturer narrative:
Based on the escalation response and the case notes at the time, the system was undergoing some mismatch due to a bruise at the sensor insertion site and the system was in the process of recovering. The sensor was removed as a courtesy since the user did not want to wait for the system to recover from the bruise at the insertion site. The RMA was not received, therefore no further investigation could be performed. H3. Device evaluated by manufacturer? No, not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.